Event description:
Customer reported having incompatible test strips for their meter and had not been testing his blood glucose. As a result, he stated he experienced an event of feeling dizzy, walked into the kitchen, sat in a chair and passed out. He stated paramedics were called and he was seen at a local hosp and diagnosed with hypoglycemia however, customer could not recall details of any treatment given. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Customer was using incompatible test strips. No product will be investigated. This is a final report.